Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to stress of repeated use, external factors, or handling. The event can be prevented by following the instructions for use (IFU) which state: chapter 4 precaution, ¿section 4.3 using endotherapy accessories ¿ as below. [Warning] ¿ when inserting or withdrawing an endotherapy accessory, confirm that its distal end is closed or completely retracted into the sheath. Insert or withdraw the endotherapy accessory slowly and straight into or from the forceps port of the forceps/ irrigation plug. Otherwise, the biopsy valve may be damaged and pieces of it could fall off. This may cause patient injury. Olympus will continue to monitor field performance for this device.

Event description:
It was reported to olympus, that the uretero-reno fiberscope had cloudy image. Inspection and testing of the returned device found that the forceps channel port was shaved. There were no reports harm associated with the event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned for evaluation and the customers allegation was not confirmed. It was noted that water tightness was lost due to a dent on the distal end, a pin hole on the channel tube and a crack on the control unit. The adhesive on the bending section rubber had a chip and there were scratches throughout the device. The control unit had discoloration and the venting connector undergrip was shaved. The image had a stain due to damage to the image guide bundle. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.